Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology - 95% stenosis, calcification and vessel tortuosity). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition device (lesion morphology - 95% stenosis, calcification and vessel tortuosity). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician was attempting to deliver an endeavor resolute device to a calcified lesion in the lad with 95% stenosis and vessel tortuosity. Resistance was encountered and it was reported that the device could not pass the lesion due to calcification and tortuosity. The lesion had been pre-dilated. The physician dilated the lesion and used a new device (same model) to complete the procedure. The device had been inspected prior to use with no abnormalities noted. No clinical sequelae were reported. Evaluation summary: there were multiple bends along the hypotube. Multiple struts from the 9th and 10th proximal stent segments were raised and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).